Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 2.5 cm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 17.5 cm. It was reported that the aneurysm diameter was 8.2 cm. The pt's vasculature was reported to be somewhat angulated with less than 45 to 60 degree bends in the iliac arteries and a less than a 45 degree bend in the aortic neck. The pt is reported to have a history of congestive heart failure and an inferior wall motion abnormality. The pt's aneurysm was emergently treated, and pt was not considered to be a good candidate for open surgical repair. A 22 french and a 16 french cook sheath were reportedly used. It was reported that the bifurcated stent graft was deployed completely, but initial attempts to cannulate the contralateral leg for limb deployment were unsuccessful because of the mass of the aneurysm. The physician then pulled the runners back from the bifurcated device, and the stent graft slipped 1.5cm from its original location into the aneurysm. The top of the bifurcated stent graft was floating free in the aneurysm; therefore, two 28mm diameter x 3.75cm length aortic extension cuffs were placed in order to seal the aneurysm. It was reported that a 16mm diameter x 11.5cm length iliac limb was successfully deployed. Final angiogram demonstrated no presence of an endoleak and exclusion of the aneurysm. No add'l info is available. No add'l clinical sequelae were reported, and the pt is reported to be fine.